Manufacturer narrative:
Correction made to b3/d10: the event occurred on august 20, 2024. H11: the device was received for evaluation with all tubing leads cut off from the cassette ports. A visual inspection was performed and there was visual evidence that the tubing leads were connected to the cassette port. The cassette and tubing were leak tested with no issues or leaks observed. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "the third tube on the side of the card case was loose from top to bottom, causing liquid leakage". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy, while the patient was not connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.